Event description:
It was reported that the ventilator stopped ventilating while it was connected to a patient, and that a technical alarm indicating an error in the internal memory was generated. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer downloaded the ventilator logs and the control printed circuit (pc) board was exchanged as a precaution. The ventilator was put back into service after the successful pre-use checks and simulated use tests were completed on a test lung. The replaced pc board was returned for investigation. Pre-use tests and simulated use tests were performed in a reference ventilator, but the problem could not be reproduced. Evaluation of the received device logs showed that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. In conjunction with the four unsuccessful restart attempts, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situations, the ventilator will by design start up in infant patient category with default settings.

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.